Event description:
It was reported by the customer the control module screen would turn black and turn back on when the cart is moved. No pt involvement was reported.

Manufacturer narrative:
Eval summary: based upon the inquiry info rec'd visual and functional examination: the unit was found to require the interface board and black cable replaced. The device was functionally tested, met all product requirements and returned to the customer.